Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser did not work. There is no further information at this time.

Manufacturer narrative:
Additional information is available. The customer reported that the embedded laser in the system was not working. There is no further information at this time. The company service representative examined the system and was able to replicate an issue related to the reported event. The company service representative noted that the laser core module would not start. The laser core module and the breakout printed circuit board (pcb) were replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on november 21, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser core module and the breakout pcb. The manufacturer internal reference number is: (B)(4).